Event description:
Pt underwent heart cath w/ placement of an angioseal into rt femoral artery. Abnormal bleeding was noted at site and around the tamper tube. Distal pulses greatly diminished then absent rt foot/leg. Surgery followed w/ removal of plug; pulses of rt foot/leg returned. Discharged 9/3/1999. Two follow-up calls "problem".